Event description:
It was reported to tyco healthcare/kendall on june 5, 2007, that a customer had a problem with a foley catheter. The customer stated, non deflation of the balloon occurred. 10ml water was infused and could not be taken out at all. The customer left the balloon 3 hours with the syringe inserted, but it was not deflated. The balloon was not used for pt.

Manufacturer narrative:
Submit date: 6/8/2007.